Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached and fractured. This type of damage may occur if the swiftpac is manipulated against resistance. Evaluation revealed that the pet lock was intact, pusher assembly was fractured, and the pull wire was retracted from its original position on the distal end of the pusher assembly. If the device is manipulated against resistance, damage such as a kink and subsequent fracture of the pusher assembly may occur. If the pull wire is retracted the embolization coil will detach. Based on the reported event, the coil fracture may have occurred during snaring of the detached coil. Further evaluation revealed multiple kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark), a swiftpac coil (swiftpac), a liquid embolic agent, a non-penumbra catheter, and a non-penumbra microcatheter. During the procedure, the liquid embolic agent was placed in the distal frontal branch of the mma. The physician began to advance the swiftpac out of the microcatheter into the parietal and frontal branch of the mma. As the swiftpac was being positioned, the physician lost feedback and the swiftpac did not respond to force on the pusher wire. Fluoroscopic imaging revealed that the swiftpac was in the main trunk of the mma to the external carotid artery (eca). The physician then removed the microcatheter and the benchmark under aspiration to try and remove the detached swiftpac. The pusher was also removed. A fractured proximal swiftpac piece was noted to be in the internal carotid artery (ica). The physician removed the proximal swiftpac piece using a snare device. The physician decided to leave the distal piece of the swiftpac in place. The procedure ended at this point.